Event description:
During a low anterior resection procedure, the device deployed staples and the staple line cane open. There were staple at the proximal end that were partially formed. The tissue was pre-rediated prior to the case. Another size was used to completed the case. A temporary diverted ileostomy was performed.